Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID 8590-1, lot# n220809, implanted: (B)(6) 2009, product type: accessory. (B)(4). MDR submitted after due date, because of an outage with FDA. Reference FDA ticket (B)(4).

Event description:
Information was received from a consumer and healthcare professional (hcp) regarding a patient receiving bupivacaine 5 mg/ml at 1.512 mg/day, and dilaudid 8 mg/ml at 2.42 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain, chronic pain, and post lumbar laminectomy syndrome. It was reported that the patient's alarm was heard on (B)(6) 2015. The alarm was heard, but telemetry had no yet been performed. The reason for the alarm was unknown. The patient needed to find a doctor to refill the pump, but had been unsuccessful. The patient was traveling for work and ended up going to the emergency room (ER) on (B)(6) 2015 because the pump was empty. A healthcare professional was attempting to assist the patient in locating a physician that will fill the pump while the patient is away. The hcp had not seen the patient in a year, but reported the patient has had their pump filled in other places since they last saw the patient. No patient symptoms were reported.